Manufacturer narrative:
The device was not returned for analysis. A review of the finished product electronic lot history record (elhr) and the corrective action tracking system for the web (catsweb) database for this lot revealed no nonconforming material records (ncmr)/exceptions. The reported patient effects of thrombosis and surgery to remove stent are listed in the supera instructions for use as known potential patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The surgical procedure and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a lesion in the left common femoral artery (cfa). The supera stent delivery system was advanced and the stent was implanted. One day post procedure, in-stent thrombosis was noted during the discharge ultrasound. On (B)(6) 2020, the stent was explanted and a surgical bypass procedure was performed. No additional information was provided.